Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual sample was returned for evaluation. Upon visual examination, no defect could be observed with the actual sample. The implant and outer paper folder show no defects or disintegration.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and mesh was used. When the nurse opened the box, she found that the inner package of mesh was damaged and would have compromised sterility. There were no adverse patient consequences.